Event description:
It was reported that a new ilet user experienced hyperglycemia with a blood glucose of 250 mg/dl and noted unexpectedly rapid insulin use, stating a full cartridge was depleted in one day. Troubleshooting with the user included a guided supply change, verification of setup, and confirmation of no leaks or abnormal supply issues. Symptoms included elevated blood glucose accompanied by anxiety and irritability. Outcomes included user education and resolution of immediate setup concerns without need for medical intervention. Investigation included technical support-led troubleshooting and review of device use and supplies. Investigation of this case revealed no device leak or visible hardware issue during user-guided checks, and the cause of the hyperglycemia remained unclear. It was concluded that the event involved hyperglycemia with undetermined cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.